Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. The patient stated that they had a blood glucose (bg) of 300-400mg/dl with blurred vision, polydipsia, and polyuria. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The patient stated that they have had elevated bgs over night for the past week. The patient felt that the pump is not delivering as it should be over night because the remaining insulin amount is not decreasing the way it should in that timeframe. The also stated that they do not feel the bg is responding when they deliver a bolus. This report is being made due to the bg excursion the patient experienced due to a history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: the black box show an unconfirmed occlusion alarm (B)(6) 2015 08:10; followed by unconfirmed auto-off alarm on (B)(6) 2015 09:01. The unconfirmed alarms discharged the battery; the pump began to continuously reboot. Deliveries never resumed. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No eaw¿s occurred during 24hr duration testing. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.